Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the screw part of an ultrasonic tip could not fit during calibration for cataract surgery with intraocular lens implantation. The surgery was completed on the same day after replacing the flare tip with another one. There was no patient impact.

Manufacturer narrative:
One opened phacoemulsification tip without a wrench within a bag was received in a tray for the report. The returned sample was visually inspected and was found to be non-conforming for the threads appearing to be thicker. The minor diameter appears to be larger than normal, and wear was observed on the top thread, consistent with trying to thread on a handpiece. The sample was then functionally thread checked and was found to be non-conforming as the go and no-go gage would not thread onto the phacoemulsification tip. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned phacoemulsification tip was found to be visually and functionally non-conforming. The phacoemulsification tip has thicker threads than normal. This is a possible contributing factor for the reported issue of screw part did not fit. How and why the threads are thicker cannot be determined from the evaluation performed. The minor diameter appeared to be larger than normal and is a manufacturing issue created at the machining process for the phacoemulsification tip. A non-conformance record has been completed for this file and is for trending of the defect of dimensional of the phacoemulsification tip. All phacoemulsification tips are hundred percent visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).